Manufacturer narrative:
Evaluation summary: the reamer had potential field age of approximately 8 years. It is unk how the reamer was used leading up to the alleged fracture. It is possible that the reamer was substantially bent during the use, or the bone was insufficiently reamed with a smaller reamer. The latter would put more torque on the reamer during use and if the reamer encountered a thick outcrop of dense bone, it could jerk the reamer to a stop, fracturing it. There is not enough info to determine the exact cause of fracture. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received,the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during reaming the reamer encountered resistance against the cortical bone and fractured at the junction of the reamer head and shaft body. A small piece of the shaft body was dislodged and remained in the canal.